Event description:
As reported by the legal department, approximately 4 years post op the initial right tka, this female patient was revised due to implant loosening and significant synovitis. Patient had been complaining of mechanical complications and chronic pain. During revision surgery, the surgeon noted that there was "obvious implant loosening" and that there was "extensive synovitis and obvious shards of polyethylene visible". The subsequent post-operative diagnosis confirmed that the plaintiff's right total knee arthroplasty failed due to significant loosening, which is related to the failure in the polyethylene.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 02-012-45-3535, (B)(4): lgc tibial fit tray cem sz 3.5f / 3.5t, 200-02-35, (B)(4): three peg patella 35mm, 02-012-35-3513, (B)(4): logic tibia ps mod insrt sz 3.5 13mm.

Manufacturer narrative:
H6: investigation results: the revision reported may have been the result of loosening and prosthesis wear. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the implant and the bone. The tibial insert wear may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the devices were not available for evaluation. Additionally, the insert was packaged in a non-conforming vacuum bag for over five years, which may have contributed to the reported wear.